Event description:
It was reported by the customer that a pyxis medstation es system refrigerator unit pockets were failed while retrieving medications. The customer stated that there was a 15-minute delay to retrieve fentanyl and there was no patient harm. The customer added that they retrieved the keys from pharmacy to open the fridge and open the insert part where the red latches were released and dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator bins failed due to the damaged board. A field service engineer replaced the bbb board and updated the station and controller to latest firmware to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis medstation es system refrigerator unit pockets failed while retrieving medications. The customer stated that there was a 15-minute delay to retrieve fentanyl and there was no patient harm. The customer added that they retrieved the keys from pharmacy to open the fridge and open the insert part where the red latches were released and dispense the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator bins failed due to the damaged board. A field service engineer replaced the bbb board and updated the station and controller to the latest firmware to resolve the problem. The system functioned as intended after troubleshooted by the field service engineer.